Event description:
It was reported to philips that the system c-arm and table geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer when the issue occurred and the procedure was aborted. The customer reported that c arm and table geometry movement was not available. To resolve the issue, third party engineer replaced geo ipc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.